Event description:
Olympus was informed that in the process of talking a biopsy of the gastric antrum, during an egd (esophagogastroduodenoscopy) procedure, a much larger piece of tissue sample was obtained. As a result, a larger crater like would was created and bleeding occurred. The physician used to hemostasis clips to pull the wound together and stabilize the bleeding. The procedure was successfully completed using the same device. The pt is in good condition.

Manufacturer narrative:
The device reference in this report was discarded and will not be returned to olympus for evaluation. The exact cause fo the reported event could not be conclusively determined. If additional info is received at a later time, this report will be supplemented.